Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, and the pull wire was in its original position on the distal tip of the pusher assembly. If the ruby coil is manipulated against resistance, the pusher assembly may elongate beyond the reach of the pull wire and the embolization coil may detach from the pusher assembly. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks along the length of the pusher assembly and offset coil winds along the length of the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance. Subsequently, the ruby coil unintentionally detached inside of the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.